Event description:
It was reported that the lead exhibted loss of capture and a decrease in sensing thresholds one month post implant. Perforation of the rv apex was confirmed by fluoroscopy and chest x-ray. During a repositioning attempt, the helix would not extend. Therefore, the lead was explanted. The patient had no symptoms and there was no pericardial effusion.

Manufacturer narrative:
Analysis of the lead did not reveal any device condition that would have contributed to the reported lead perfora- tion. A lead tip stiffness test was performed and found to be within specification. The electrical tests were normal. The helix was clogged with body fluid/tissue and the distal coil was overtorqued. The damage found is consistent with that occurring at the explant procedure.